Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced less than 50% therapy relief along the catheter track around (B)(6) 2014. Reportedly this was a catheter occlusion but the location of the catheter issue was unknown. Diagnostic testing was reported as cap used to access the catheter access port and there was the inability to pull cerebral spinal fluid (csf) back. The issue was not resolved and the cause was not determined. A physician programmer interrogated the pump but the reporter was unable to obtain information on the medication and dosing at this time. A catheter revision was schedule for (B)(6) 2014. At the time of the event the patient's status was reported as alive-no injury. This device system delivered morphine. It was further provided that the catheter was explanted and replaced with an 8780 catheter.

Event description:
The patient visited the clinic on (B)(6) 2014. At that time, the patient¿s pain had worsened over the last few 2-3 months. She had been involved in a motor vehicle accident about 5-6 months prior to the visit, but the pain did not change until more recently. The pain was mostly in the low back area and worsened with activity. An abdominal, lumbar, and thoracic spine x-ray were done to check catheter placement. The x-rays suggested good intrathecal position of tip of catheter, so the side port aspiration was attempted via the cap (catheter access port).